Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient underwent tevar to treat taa. The patients' anatomical form was suitable for the procedure and the procedure was performed as labeled. Gore/tag (37 mm x 20 cm) was placed at proximal, and medtronic /variant (tapered 42-38 mm x 16 cm) was placed at distal. Since there was not enough overlap, esbe-42-81-t-pf (e3369952) was placed between proximal stent graft and distal stent graft. Then, there was still not enough overlap, esbe-40-81-t-pt(e3350370) was placed additionally. During touch up with balloon (gore/ tri-lobe) using esbe-40-81-t-pt sheath, it was observed that huge amount of blood leaked from the hemostatic valve. The hemostatic valve did not stop leaking at all. It was replaced with gore/drysheal to complete the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the device was returned for analysis. The shaft was not damaged and the valve was returned in the open position. The valve was confirmed to not function correctly because it would not open or close when turned. The sheath was rinsed and a leak test was performed with the valve in the closed position and a pusher placed through the product. It leaked significantly from the valve. Common causes of valve leakages include damage/tearing of silicone discs, aggressive handling of the valve, or inserting the dilator through the valve when it is in a locked position. Other possible causes could be that the silicone discs were not assembled correctly or the iris valve was not functioning properly due to insufficient or excessive glue applied. Since the valve did not seal when closed, it is likely that the glue holding the iris valve stationary was broken through, making it not possible to twist and close the hemostatic valve. According to the preformed review of the related manufacturing documentation, there is no evidence suggesting a manufacturing outside of specifications. However, it was found that the device was manufactured before changes were implemented to the manufacturing process that were related to this failure. Cook medical will continue to monitor for similar events.